Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the 6.5mm revere pedicle screw 45mm design conforms to all applicable standards, and there was no deviation in the manufacture process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Globus medical, inc. Received notification from a sales representative, via telephone communication, that a globus manufactured screw had broken in a pt after implantation. A (B)(6) male pt underwent tlif surgery at l3-s1 with a cage at l5-s1 on (B)(6) 2008. Subsequent to the initial surgery, an x-ray showed the screw had broken and the screw was removed on (B)(6) 2010. The pt was fused with good results and there was no revision of hardware.